Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported to the hospital by the ambulance and had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 524 mg/dl while wearing the pod for an unknown duration. The patient's pod and sensor was expired and the patient had no more pods to activate nor any way to administer insulin. Symptoms reported include feet and chest pain, hands shaking and vomiting. The patient was treated with unspecified route of administration of fluids and insulin. The patient was discharged on (B)(6) 2026. The pod was removed prior to the hospitalization.